Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the four "teeth" that holds the locking screw on the screwdriver broke off. Piece was retrieved and no delay or patient harm was done.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for evaluation. Examination of the provided photograph confirmed the reported event. One of the four tabs was broken off the instrument. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.